Manufacturer narrative:
The vascade mvp devices will not be returned for evaluation, as the user facility has discarded them. The user facility reported that the disc was inspected prior to use no anomalies were reported. The cause of the reported event cannot be determined. The vascade mvp® venous vascular closure system (vvcs) instructions for use model 800-612c 6-12f (venous) states that bleeding from the puncture site is a complication that may occur and may be related to the procedure or the vascular closure. This report is submitted for patient 1. A separate MDR has been filed for patient 2; please reference MFR. 3011469355-2026-00019.

Event description:
The patient underwent a peripheral watchman procedure in which the vascade mvp was deployed through a 9f access sheath to achieve hemostasis. Initial hemostasis was achieved; however, bleeding occurred upon ambulation after three hours of bed rest. The physician reported that manual compression was applied, after which the patient was placed on an additional six hours of bed rest and admitted for overnight monitoring. This is report 1 of 2.